Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an unknown procedure. During a removal of an fns to convert to a total hip, they encountered a locked screw. When trying to remove the 5.0 locking screw from the 1 hole plate, the screw could not be removed. The surgeon also attempted removing the antirotation screw, a portion of the femoral head, and the fns bolt. Several attempts were made to loosen the screw with various amounts of torque, both with and without power. The surgeon finally used a carbine drill bit to bur off the head of the screw and core around the shaft to remove it completely. There was a 30 to 45 minute surgical delay noted. Fragments were generated and they were removed easily without additional intervention. The procedure was successfully completed and no patient consequences noted. This report is for 1 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile this is report 1 of 1 for (B)(4).